Event description:
Caller reported aviva system blood glucose results 129 mg/dl and 73 mg/dl within 10 minutes on two different meters. Customer was unsure which meter gave which reading, aviva system 1 or aviva system 2. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is aviva system 1, medwatch with identifier (B)(6) is aviva system 2.